Event description:
It was further reported that the de novo target lesion was severely calcified and moderately tortuous. There were difficulty experienced inflating the balloon. The balloon was used for poba and the device was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous artery 'below the knee'. The physician advanced the 2.5mm x 150mm x 150mm sterling mr balloon catheter and after the 1st inflation to 12atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.